Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Expiration date= na. Lot number =(10)2296b. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This incident involves a (B)(6) female consumer using a band-aid® water block® clear adhesive bandages large. On (B)(6) 2018, the consumer reported using one band-aid® water block® clear adhesive bandage large for the first time about three weeks ago and experiencing an allergic reaction. She stated the allergic reaction was due to the adhesive because her leg blistered ¿in a perfect rectangle shape¿ where the adhesive was in contact with her skin, resulting in an infection with swelling. On (B)(6) 2018, the consumer applied one large band-aid® brand water block® clear adhesive bandage to cover a cut on her leg she got while shaving. She kept the bandage on for 3 days and when she removed it during a shower on (B)(6) 2018, she noticed blisters where the adhesive strip touched the skin. She did not use any more bandages after that. On (B)(6) 2018, the consumer consulted a doctor. She was prescribed an oral antibiotic, teva-cephalexin (4 tablets/day for 7 days) along with fusidic acid and hydrocortisone acetate to apply to the area. She was advised not to use bandages and, if the wound started to worsen, to go to an emergency room. On (B)(6) 2018, the consumer went to the emergency room as the swelling continued and she started to feel unwell. The emergency room doctor did not prescribe any further treatment but told her to wait another day for the antibiotics to start working and to come back, if the swelling increased. She was again advised not to use bandages. On (B)(6) 2018, the swelling was the same as on the previous day and the consumer did not seek medical attention anymore. At the time of the report, the consumer was recovering. The swelling has decreased and the blisters/infection started to heal. However, the consumer reported to have a scar, which she was treating with vitamin e.

Manufacturer narrative:
Device was used for treatment, not diagnosis device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis unused samples were returned on (B)(6) 2018. Returned for evaluation were 3 sealed wrappers, each containing 1 bandage measuring 2¿ x 3¿. No packaging information was returned with the product. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.